Event description:
A pt death occurred after being treated on the dialog plus machine. Prior to a surgical procedure on the morning of 05 the patients potassium level was 4.4. The pt was dialyzed in the afternoon and ended therapy approximately 6pm. Sometime around midnight the pt was admitted to the ER for not feeling well and for some oozing around the surgical site. The patients potassium level was taken and was over 8. The pt eventually passed the following day. The incident was reported 5 days later.